Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using eight proglide devices after an interventional procedure. Reportedly, a cuff miss occurred with all eight proglide devices. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned plunger. Although the device was returned with both cuff in the foot pockets, the returned device condition indicated the plunger was pulled out of sequence. The reported needle to cuff miss/suture retrieval issue appears to be related to deployment technique. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report the following additional information was received: it was reported that suture placement in a common femoral artery was attempted with eight proglide devices, using the pre-close technique, via a 5f sheath prior to a abdominal aortic aneurysm (aaa) procedure. As the sutures of the eight proglide devices were not able to be pre-placed due to cuff misses, a surgical cut down was performed. The aaa was completed. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.